Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 88 mg/dl. The customer applied more pressure to the wake button to address the issue. In addition, it was reported that resistance was experienced during the fill process and that a minimum fill notification occurred after filling a cartridge with 200 units of insulin. Reportedly, the customer was able to change the needle tip and reload the same cartridge to resolve the issues.